Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 396 mg/dl with irritability and nausea associated with the buttons on the keypad being under-responsive. It was reported that the ok and the up and down arrow buttons were under-responsive and allegedly caused an under delivery of insulin. Reportedly, the patient discontinued insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.